Event description:
Patient reported obtaining elevated blood glucose results (values not provided) while using the suspect device. Based on results, patient reportedly scheduled a doctor's appointment. Patient indicated that her blood glucose, when tested on physician's blood glucose monitor, measued 140 mg/dl. Patient indicated that she immediately retested, using the suspect device, and obtained a result of 280 mg/dl. No treatment was received and no patient inury was reported. Valid quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was